Event description:
Attorney alleges that a patient¿s spinal cord stimulator malfunctioned and required her to have unnecessary surgery. It was reported that the patient had the device implanted on (B)(6), 2009 and it was explanted on (B)(6), 2010.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).